Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 30-40 mg/dl; cause was not known. Reportedly, customer did not address bg level. Customer alleged that control iq software did not suspend insulin delivery when the customer's bg was low. Tandem technical support reviewed pump data and verified the control iq software functioned as intended and sleep mode function was not turned on. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values of ¿low¿ (below 40 mg/dl) were recorded by continuous glucose monitor (cgm) from 5:52:17 am to 6:02:17 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 5:52:17 am on (B)(6) 2020. On (B)(6) 2020, at 1:51:41 am, user received an automatic bolus of size 0.7594 units approximately 4 hours prior to the low bg. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.